Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ( FDA-2014-n-0736-1336, awareness date 07-oct-2015). It refers to a female (B)(6) consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Consumer reported that she removed essure in (B)(6) 2010, but the damage it had already caused her was irreversible. She cannot afford to have a hysterectomy so she suffers from pain with her regular periods lasting 1-6 weeks up to 3 months when it gets really bad. She can not get out of bed and misses work due to the pain. Product technical complaint investigation result was received on 24-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain with her periods. She had essure removed 5 months after insertion and the pain persisted. This event, interpreted as dysmenorrhea, was considered serious due to medical significance and is listed in the reference safety information for essure. Dysmenorrhea may occur after essure insertion. In the present case, the fact that the event persisted for years after essure removal suggests that the insert was not the only responsible for the pain. However, given the nature of this event, a contributory role of essure for its initial occurrence cannot be totally excluded. This case was regarded as incident since essure removal was reported (required intervention implied). Non-serious event was also reported. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.